Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
The event occurred in united kingdom. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient was admitted to the hospital with dka and high ketones. Caller stated patient was treated with pen therapy as they believe the pump is the cause of the patient's dka. Requested return of the alleged device for evaluation.